Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Sample 1 of 2. Customer contacted tsc to report false negative when performing a/b/d confirmation testing in manual tube testing using anti-d bioclone lot# db314a1 with single patient sample. Customer initially tested sample on provue analyzer on mts abd/rev gel cards (lot number requested not provided) and reports 3+ pos reaction on provue for anti-d. Customer reports qc not affected and no other patient testing affected. Issue started on:(B)(6) 2017. Methodology used: tube. Pattern observed: neg. Reaction grade obtained: neg. Customer was expecting: pos . Test repeated: yes with another sample from same patient. Result obtained by repeating: neg. Method used to repeat: tube testing. Customer reports storing mts gel cards and reagents according to IFU. Customer reports no previous transfusion history for patient in question. Customer performed weak d testing in manual tube and reports negative. Tsc discussed weak d testing and customer assures following facility procedure. Tsc emailed customer IFU for anti-d bioclone and customer assures following procedure. Tsc discussed with customer the difference in the clones for anti-d in bioclone vs mts abd/rev gel anti-d microtube. Tsc discussed with customer partial d possibility as well. Customer content with discussion and agreed to follow facilities sop and policies. Customer agreed event could possibly be caused from patient sample.